Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that they do not have any record of cva. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the patient reported a lack of efficacy and their symptoms were not improving. It was reported that the patient had many health issues and was admitted into the hospital for a possible stroke, and they had mobility issues. The rep stated they had met with the patient multiple times in the office, spoken to the patient and spouse over the phone to troubleshoot, had tried different programs at various amplitudes and settings, and provided re-education to the patient and spouse. It was noted that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The caller called back and repeated previous event information. Patient was out of the hospital and stimulation was still turned off so patient has had a return of baseline urinary symptoms. The caller wanted to know if they should turn stimulation back on again. Patient was recommended to work with the hcp regarding this and the rep was contacted about the patient's inquiry. The rep reported that they were familiar with this patient. The doctor had instructed the patient to turn the device back on which was why they called. The reported that the patient and patient's wife had been instructed multiple times on how to operate the patient programmer, but they still get confused. The patient's wife was called again and voicemail was encountered. A message was left asking for a call back for assistance on turning stimulation back on again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member reported that it was "not working as well as it should and he was not having a decrease in the urine, he was urinating quite a bit. The caller needed help using the equipment because the doctor's office said to call" and stated "it helped in the beginning, maybe the first day or two it helped but then it got back to how it was before. Caller synchronized and reported that patient has stimulation on, on program 4 at 0.6v and doesn't feel stimulation and helped them increase to 1.3v and they reported feeling stimulation and will try this setting to see if it helps their symptoms. The patient experienced no symptom relief. Additional information was received from a consumer on (B)(6). It was reported that the implant did not seem to be doing very well; the patient still had frequency, urgency, and leakage. It was noted that there was not a lot of improvement, the patient was not getting therapeutic results from the ins even though they had been gradually increasing their stimulation. The patient spoke with their healthcare provider (hcp) who said the patient could continue to increase; the patient increased stimulation up to 2.3v the morning of the day of the report and confirmed they could feel the stimulation. Additional information was received on (B)(6) from the patient who patient was directed by their manufacture representative (rep) to change program settings and increase stimulation because stimulation became uncomfortable, so they lowered it. Once the patient lowered the stimulation, they collapsed and were unable to stand or walk unassisted. The patient had since been admitted to the hospital and would soon be moved to a rehab facility in an effort to regain mobility. Additional information was received on (B)(6) from a family member. Family member said they were getting in touch with a rep since the device was not helping their symptoms. After the rep put a new program on the ins and kicked it up a few notches, the patient couldn't stand and had trouble walking. Caller said the patient was experiencing so much pain in their bike seat/scrotum area that the caller turned it down a few notches. Caller reiterated that the patient was hospitalized for 3-4 days and now they are in a nursing facility. It was reviewed that the caller could consider turning stimulation off to see if this helps with the walking issue/not feeling their legs issue. After the call center walked the family member through how to turn stimulation off, they confirmed stimulation was now off. As a result of what was reported, the caller/patient were redirected to the hcp to continue working on these issues and to further troubleshoot. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.